Event description:
The customer reported that "they are getting an error message that says speaker malfunction." The device was used for monitoring at the time of the alleged malfunction. No death or patient/user injury or harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that "they are getting an error message that says speaker malfunction." No death or patient/user injury or harm was reported.